Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that resistance was encountered during advancement and retrieval of the solitaire ab device within the rebar-18 microcatheter. There was blockage at the distal end of the microcatheter. The patient underwent mechanical thrombectomy for an intracranial large vessel occlusion (ischemic stroke) in the right internal carotid artery at the ophthalmic segment. The vessel tortuosity was severe. At baseline, the modified rankin scale (mrs) score was 5. During the procedure, the mrs score was 1. The baseline national institutes of health stroke scale (nihss) score was 21, and the post-procedure nihss score was 6. The baseline thrombolysis in cerebral infarction (tici) score was 1, and the post-procedure tici score was 2b. Intravenous (IV) tpa was not contraindicated. The time from stroke onset to reperfusion was four hours. The access vessel was the femoral artery. It was reported that mechanical thrombectomy was performed using a solitaire ab 6-30 stent and a rebar-18 microcatheter. After the m icrocatheter was positioned, the stent was advanced within the microcatheter. Significant resistance was encountered at the cavernous segment, and further advancement was not possible. The stent also could not be withdrawn from the microcatheter. After the stent and micro catheter were removed as a whole from the body, the stent was tried to pass through the microcatheter outside the body. There was still resistance and a feeling of blockage at the distal end of the microcatheter. Both the stent and the microcatheter were then replaced with a new set, and the procedure was completed successfully. No patient symptoms were reported. The solitaire ab and rebar-18 were prepared as indicated in the IFU (instructions for use). The catheter was flushed as indicated in the IFU. One pass was performed with the device.

Event description:
Additional information was received. There was no kink or damage on the pushwire of the solitaire. The tip of the solitaire sheath secured into the hub of the microcatheter.

Manufacturer narrative:
B5: additional information added to event summary. H3: product analysis ¿ as-found condition: the solitaire ab device and the rebar-18 catheter were received for analysis packaged within a shipping box. Each device was packaged separately in a clear biohazard plastic pouch and contained within its original inner pouch. ¿ visual inspection / damage details: the solitaire ab device was returned within its introducer sheath. No damage was observed to the introducer sheath. No bends or kinks were noted on the pusher, and the stent remained attached to the pusher. The marker coil, detachment zone, proximal marker, and glue domes were found to be in good condition. The stent teardrop strut, non-working length struts, working length struts, and finger markers were also found to be in good condition. No damage was observed on the rebar-18 catheter hub. No flashes or voids were identified in the hub. The catheter body was observed to be kinked ~13.2 cm from the distal tip. The distal marker band was found to be flattened. ¿ internal testing: the solitaire ab device was advanced out of its introducer sheath without resistance. The rebar-18 catheter was flushed, and water was observed exiting the distal tip. Functional testing was further performed by advancing an in-house 0.021¿ mandrel through the catheter hub, with the mandrel observed exiting the distal tip; however, resistance was noted at the location of the kink. ¿ conclusion: based on the device analysis and the information provided, the reported issue of ¿resistance during delivery¿ of solitaire ab device could not be confirmed, as no resistance was encountered while advancing the solitaire ab stent out of its introducer sheath, and no damage was observed on the stent. Potential contributors to resistance during delivery may include use of an incompatible catheter, catheter damage, patient vessel tortuosity, or failure to maintain a continuous flush. According to customer, the catheter was flushed per the IFU during the procedure, making inadequate flushing an unlikely contributor. The patient¿s vessel tortuosity was reported as severe. The returned rebar-18 catheter was found damaged and is incompatible with the solitaire ab-6-30 device due to its 0.021¿ inner diameter. Per the IFU, ¿solitaire¿ ab sizes sab-6-xx (all lengths) should be introduced only by means of 0.027 inch microcatheter inner diameter¿. Therefore, it is likely that the combination of severe vessel tortuosity, use of an incompatible rebar-18 catheter, and the damage observed on the returned catheter may have contributed to the reported issues of ¿catheter re sistance during device delivery¿ and ¿resistance during retrieval/resheathing¿. The reported issue of ¿catheter occlusion¿ could not be confirmed, as in-house functional testing was performed and no occlusion was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that no causes or contributing factors for the resistance or catheter blockage were identified. It was clarified that the resistance during delivery of the solitaire was in the distal section of the catheter. Catheter flush was administered per IFU during the procedure. There was no kink or damage on the catheter or solitaire.